Event description:
Additional information received reported that the cause of the event was unknown. There were no interventions and no hospitalization was required. It was unclear, but the health care provider (hcp) may have had no information regarding the event. Upon additional review it was determined that the issues about the warming sensation around the pocket and the long recharge time were related to a separate event and do not apply.

Event description:
It was reported that the patient felt a warm sensation in or around the implantable neurostimulator(ins) pocket during recharging. It was noted that it was taking longer to recharge because she had to stop and let it cool down and then start over again, taking all day. It was also reported that there was a coupling problem. The patient reported that the ins site seemed looser now and she noticed this back to the first of this year. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-75 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).